Event description:
Philips was made aware that during clinical and therapeutic use of the v60 ventilator, the device alarmed proximal line disconnected. It was noted at this time the v60 ventilator touchscreen had frozen and the device was not cycling. The device was in clinical and therapeutic use at the time of the event in question. Device settings were as follows: mode avaps, vt 500 ml, minimum pressure 10 cmh2o, maximum pressure 28 cmh2o, epap 9 cmh2o, rise time 2, I-time 1.20, respiratory rate 14 breaths per minute, fio2 100%. During the event in question, the patient experienced a desaturation of peripheral oxygenation (spo2) to an unspecified extent, resulting in escalation of care and transfer to an intensive care unit. Further medical intervention and patient outcome information is pending further investigation. The device has been removed from service and is currently within possession of an institutional biomedical engineer with scheduled performance verification testing and preventative maintenance planned. Pending further device evaluation and investigation.

Manufacturer narrative:
Further good faith efforts and due diligence were made to obtain additional information for this case but with no response received from the institutional team. Due to insufficient information, issue resolution and device disposition were unknown, and philips could not determine the conclusion and root cause for this case.